Event description:
We ordered a trch on september 27th for one of our pts and it is broke already. The flange where you put the trach and tie broke off. The trach came out of his stoma and the vent alarmed alerting the nurses. The pt is not active, he just lays there.